Event description:
Healthcare professional reported left side deflation and "mucoid film on the implant itself". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed which found five openings. A microscopic analysis identified four striated openings on the anterior and the posterior sides assessed as surgical damage, and a curved sharp opening on the posterior side assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill inspection test was performed which identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening and curved striated openings assessed as surgical damage. Reason for reoperation: deflation.

Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and "mucoid film on the implant itself." Device has been explanted.